Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between the reported ventricular tachycardia and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The account communicated that the patient expired due to ventricular tachycardia on (B)(6) 2019. No alarms were reported for this event. Multiple requests for additional information were sent to the account; however, no further details were provided. To date, heartmate ii lvas has not been returned for evaluation. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported through patient outcome that the patient expired due ventricular tachycardia.